Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, when air entered into the side port of the sheath. The air entered when a catheter was reintroduced into the sheath. The air was removed from the side port and the sheath continued to be used throughout the procedure. The procedure was completed successfully. A rf bf transseptal needle was used during the procedure. Additional information was received indicating that no air was introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4), on 18-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, when air entered into the side port of the sheath. The air entered when a catheter was reintroduced into the sheath. The air was removed from the side port and the sheath continued to be used throughout the procedure. The procedure was completed successfully. A rf bf transseptal needle was used during the procedure. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual inspection of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed and water leakage was observed in the union of the hub and side port tube. Further investigation revealed that the side port tube was partially detached from the hub due to an insufficient adhesive application. Device history record was performed for the finished device number lot 00002540 and no internal action related to the complaint was found during the review. The side port tube condition could be related to the air flow back issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of this condition was related to the manufacturing process. This product issue will be addressed through bwi¿s quality system. This failure mode was escalated and subsequently, an internal action was created to further corrective actions. Additionally, on 26-jul-2024, noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).